Manufacturer narrative:
Sc-2316-50e (B)(4) device evaluation indicated that the lead revealed that it was returned associated with stylet inserted in the lead body. The distal electrodes 1 through 6 were broken off and were not returned. The cause of the damage could not be determined. The electrodes 7 and 8 were flattened by a surgical tool. Xray inspection of the remaining lead body found no other anomalies.

Event description:
A report was received that the patient had a broken lead.

Manufacturer narrative:
Additional information was received that the patient's leads were not broken but migrated to two vertebral levels.

Event description:
A report was received that the patient had a broken lead.

Event description:
A report was received that the patient had a broken lead.

Event description:
A report was received that the patient had a broken lead.